Manufacturer narrative:
On (B)(6) 2023, the intuitive surgical, inc. (Isi) clinical sales representative (csr) confirmed that there was no color bar issue when the system was checked initially and regarding the issue on the previous day ((B)(6) 2023), the issue was not resolved by restarting the system. The isi csr did a hard cycle restart, and it was not resolved. The solution to complete the case was for the surgeon to move to the 2nd surgeon console. Ports had already been placed when the arm issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to home surgeon side console (ssc)1 successfully. Troubleshooting revealed an issue with the ssc1 master tool manipulator(mtm)-right and the mtm was replaced to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and the reported failure was able to be reproduced and confirmed during calibration (via matlab). During evaluation, the magnet was found to be detached from the grip levers and the inner and outer grip springs were found to be bent, causing the mtm to fail the grip calibration test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, clinical sales representative (csr) stated that arm 4 was not responsive from surgeon side console (ssc)1 on the dual console system. The csr confirmed the leds on arm 4 were blue and no errors were displayed. Technical support engineer (tse) reviewed the live logs and confirmed an error was present on ssc1 with the touchpad failing its diagnostic. The report showed that the ssc1 head sensor was blocked during start up for more than five seconds. The surgeon swapped moved to ssc2 and confirmed full control of arm 4. The tse advised the csr to performed a hard restart of ssc1 after the case was completed. The procedure was continuing as planned using the second ssc.